Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Shavings of the toggle switch were observed for the device under microscopic inspection but the toggle switch component was measured and it met specifications. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass procedure. The suturing device was being used for the closing of the intestinal anastomosis. The needle was very loose and it appeared to have movement within the jaw of the instrument. The device was difficult to toggle, difficult to load, and difficult to unload. The needle of the reload fell off into the patient. It was retrieved using a laparoscopic grasper. In order to resolve the issue and complete the case, used a new suturing device and needle reload. There was no patient harm. The patient status is alive, no injury.